Event description:
Pt underwent uneventful ilasik (B)(6) 2011. Pt called center after returning home and complained of onset of pain and decrease in vision od. Pt returned to center. Sle dislocated flap od. Pt returned to laser suite and flap re-positioned od. Bcl placed and removed at 1 day post-op. Re-check 1 week.

Manufacturer narrative:
(B)(4). Uf/importer report number: (B)(4). Additional info was requested to complaint reporter from tlcvision and she reported that the pt is not being followed at tlc. He is in a private practice now. Tlc have asked for info but have not received anything as of (B)(4) 2012. Pt was 20/20 best corrected visual acuity (bcva) pre-operation and 20/60 without correction 1 day post lift and stretch of the flap. Complaint reporter said that they got nothing else. Since the visual acuity are not similar (bcva vs uncorrected) a confirmation of decrease in visual acuity cannot be confirmed at this point. Field service specialist visited account after the event. He performed service bulletin (sb-fem-11-004) related to encoder optical factor and sb-fem-09-006 related to power supply. Verify proper operation and system was within abbott medical optics specifications. Note: all pertinent info available to abbott medical optics (amo) at the time of this report has been submitted. Should new info that changes the facts and/or conclusion of this report become available; a supplemental report will be submitted.